Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm fenestrated bipolar forceps instrument was observed to have a frayed cable. The procedure was completing as planned with no reported injury.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc., (isi) followed up with the initial reporter and obtained the following additional information: the cable breakage on 8mm fenestrated bipolar forceps instrument did not cause a fragment to fall inside of the patient's anatomy. The instrument was available for evaluation. Photographic images of the device(s) or a video recording of the procedure were not available for isi review. Patient demographic information was requested, but the site was unwilling to provide the information due to the hospital¿s privacy policy. Intuitive surgical, inc. (Isi) did receive the 8mm fenestrated bipolar forceps instrument to perform failure analysis. The instrument was analyzed and it was found to have a damaged grip cable at distal end. Correction: primary product batch/lot number under section d was updated to k12240425 0312.